Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "does using different entrance points for intramedullary nails affect clinical outcomes for femoral shaft fractures? A retrospective clinical comparative study", it was reported that, after an intramedullary nail surgery for a femur shaft fracture using a greater trochanteric entrance, 3 patients developed dvt. At that point, all patients received the appropriate treatment under supervision of a vascular surgeon. No further complications were detected in these patients.

Manufacturer narrative:
Results of investigation: the associated devices were not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the data presented was obtained retrospectively from a post-market clinical follow-up and is anonymized, therefore, further details are not available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient condition and/or reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.